Event description:
The patient was intubated with a truer intubation stylet. The patient was extubated one day later. The patient was discharged from the hospital two weeks later. Post-hospital admission, the patient was seen by an outpatient provider. During the clinic visit, the parent of the patient noted an object in back of the patient's throat. It was removed and it looked like a blue wire.pictures sent from the outpatient provider look similar to the end of the truer intubation stylet. Hospital retrospective chest x-ray reviews identified an object; same size, non-radiopaque linear foreign body projecting to the left main stem bronchus. The foreign body measured 4 cm in length and 2 mm in diameter, similar dimensions of the piece retrieved by the mom and outside provider.